Event description:
Patient was revised to address infection.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was initially reported that the patient has expired, due to unknown reasons. In 2009 (through follow-up with the health-care provider), a response was received; unfortunately, the cause of death was not provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. A device history record review is in process. Through follow up with the health care provider (via fax), additional information and the operative report was received.